Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would intermittently turn grey and then black. Customer's blood glucose was 200-250 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.